Manufacturer narrative:
Received two (2) used d1000 tego connector for inspection. Blood residuals were observed in each of the tegos. Each tego was accessed with a male luer to activate the devices and see if occlusions could be observed. One (1) of the tegos were found to be occluded when activated by a male luer. The fluid path was clear on the other one (1) tego. The reported complaint can be confirmed on one (1) of the tegos. The probable cause is errant silicone adhesive applied during manual assembly in manufacturing. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that a tego® connector was found to be occluded during patient use. It was reported that the patient was unable to run dialysis treatment with tego in place. Multiple patients are experiencing the same issues across our program in home hemodialysis as well as at battle fords union hospital. The procedure is being followed by nurses and patients. Dialysis runs when tegos are removed from the patient's catheters. Product safety packed and sent the device to management. Unspecified minor injury to patient or staff. The defective product is available for evaluation. There was no patient harm reported